Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. In addition, the customer experienced a low blood glucose (bg) level of 53 mg/dl. The customer consumed glucose tablets to treat the low bg level.

Manufacturer narrative:
The investigation has been completed and the alleged device issue was verified; however, no failure was identified related to the reported low blood glucose. The information will be used for tracking and trending purposes.